Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to emergency room and get hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer had blood glucose level of 477 mg/dl. Customer was treated with intravenous insulin infusion. Customer had blood glucose level of 149 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that there was air bubbles and leak. Customer was alleging insulin pump for under delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.